Manufacturer narrative:
G4:21jan2021. B4:22jan2021. The fse (field service engineer) evaluated the device and confirmed the reported problem. The customer declined repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported primary alarm failed. There was no patient involvement.